Event description:
It was reported that notice was received from (B)(6) alleging that pt had sustained personal injuries on (B)(6) 2010 from the implantation of the stryker rejuvenate abgii hip components.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.